Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had a broken plastic plate at it's tip. The user completed the procedure using a backup instrument with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a teflon pad damage. The teflon pad is torn at the distal end of the pad. There was material missing as a result. The missing piece is approximately .0405" x .0720".

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no fragment(s) from the reported harmonic ace instrument fell into the patient's anatomy. Customer stated that if fragments get detached, they would try to match the missing piece with the losing part on the instrument.

Event description:
Refer to h11 for follow-up information.